Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing dilaudid (3.0mg/ml at 0.26mg/day) and bupivacaine (10mg/ml at 0.86mg/day). It was reported that the physician had planned to replace the pump. Upon opening the pocket, they pulled out the old pump and a coiled length of catheter. They said that the pocket had been entirely healed like the catheter had been severed long ago. The physician decided to close the pocket without replacing the pump or exploring the spinal incision. The issue was resolved at the time of the report.

Manufacturer narrative:
H3. Analysis identified twisting in the catheter. Analysis identified a break in the catheter body. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.